Manufacturer narrative:
(B)(4). Batch #: p5564j. Additional information requested and reply received: what is the current patient status? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown. If yes, please explain. Investigation summary: the analysis results found that the ats45 device was received with handles partially open with two reloads tr45w presents. The returned reloads (b & c) were partially fired 1/3. Further analysis show that the firing trigger was not functionally as expected due to condition of open handle that did not allow the device to fired correctly. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. The condition of the reloads indicate that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, stapling was not well achieved, when firing. Firing was not smooth, which was not normal compared to other usages in surgeon's opinion. Patient consequences were not reported.